Event description:
It was reported that the patient is tentatively awaiting a left knee arthroplasty revision to address tibial component loosening, pain, swelling and instability after a fall.Initial operative notes noted no intraoperative complications.Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4).D10 - Concomitant Devices - Persona Tibial Component Size D Left Catalog #: 42536006701 Lot #: 66523653, Persona CPS Articular Surface Left 3-5 CD Catalog #: 42512600410 Lot #: 66079892, Persona PS Cemented Femoral Component Size 5 Left Catalog #: 42500605801 Lot #: 66297433.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.